Event description:
It was reported that device diagnostic testing resulted in a high impedance reading for a vns patient. It is unknown if the device was programmed off after observing the high impedance or if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not yet occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.